Event description:
It was reported that the customer was hospitalized with high blood glucose of 500mg/dl. It was stated that the infusion set was changed, but the customer's blood glucose continued running high. The drive support cap appears not to be damaged. Time and date were correct. The verification and self test passed. Reviewed the alarm history and found multiple no delivery alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.